Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had missing end cap sticker.

Event description:
It was reported that the customer's insulin pump alarmed motor error during a bolus delivery. The blood glucose reading was 300mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Performed the self test and passed. The motor did not have additional infusion set and reservoir at the time to perform the displacement test. No further information was provided.